Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Further info is expected for this event as soon as the samples arrives and the investigation begins. The root cause of this event cannot be determined yet.

Event description:
Customer complaints blood leak during treatment. The blood loss was relatively minor. No medical intervention was necessary.